Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent capture. The lead was programmed "off". No patient complications have been reported as a result of this event.